Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not feel well in the morning, had breathing problems, fell dizziness, and was vomiting. The customer stated that she felt the same symptoms in three different occasions. The sugar level was over 27mg/dl. The customer was rushed to the hospital and they removed the device. The customer also stated that the device did not reveal playing a part in the event. No further information was provided.